Manufacturer narrative:
The device has not been returned for evaluation; therefore, the cause of the event could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and evaluated, a supplemental report will be sent out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic microcatheter tip broke during an aneurysm embolization procedure. Prior to this event, the medtronic microcatheter was advanced and placed distal to the aneurysm in the middle cerebral artery (mca). Then the flow diverter was advanced, but it stopped about 3cm short of the tip of the microcatheter and would not advance. After failed attempts to advance the flow diverter, a new microcatheter was used to successfully deploy the flow diverter without incident. Post procedural angiography was satisfactory. It was reported the break in the microcatheter was observed at the level where it had passed through a very tight tonsillar loop. No patient injury was reported as a result of the event. There were no broken fragments in patient. The patient was undergoing embolization of an unruptured saccular aneurysm measuring 4mm x 3mm located in the para ophthalmic segment of the left internal carotid artery (ica). The patient was on dual antiplatelet therapy (dapt) and the pru was unknown. The patient¿s vasculature was severe in tortuosity and the landing zone was 4.05mm x 3.95mm. The access vessel was approximately 4mm (l. Ica). Ancillary devices: axs infinite guide catheter, unknown sheath.

Manufacturer narrative:
Marksman catheter was returned for evaluation with the flow diverter stuck in the distal segment. The flow diverter was pushed out of the catheter with difficulty. The microcatheter was measured and the total usable length was within specifications. The catheter body appeared to be separated at 29.0 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. In addition, the catheter body was found to be stretched and accordioned near the distal tip. The catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with no issue; however, resistance was observed at the damaged locations. No other anomalies were observed. Based on the analysis findings, the event descriptions, the customer report of ¿catheter separation¿ was confirmed as the returned marksman catheter was returned with the flow diverter stuck in the distal part. Additionally, the catheter body appeared to be separated into two segments. The broken ends of the catheter exhibited with stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. The customer reported that the patient¿s vessel tortuosity was severe. The devices were prepared per the IFU and a continuous flush with heparinized saline was maintained during procedure. It¿s possible that the ¿severe vessel tortuosity¿ may have contributed to the reported issues. The marksman catheter were found to be damaged. From the damages seen on the catheter body (stretching/accordioning/separating); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance/retrieve the flow diverter through the marksman catheter against the resistance. Per our instructions for use (IFU), the user should: ¿never advance or withdraw an intralumenal d evice against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to indicate that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. The investigation determined that this was a known event. Resistance during delivery and the patient tortuous anatomy are common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.